Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle broke off in the patient's stomach during the injection of "lantus insulin". Although the patient reported removing the broken needle piece "with her finger nails", a "local 24 hour doctor service" was visited, where the affected site was viewed "with a magnifier". The doctor reported seeing no "other pieces of the needle in site nor did they see infection", but an antibiotic ointment was given to administer to the affected area.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle broke off in the patient's stomach during the injection of "lantus insulin". Although the patient reported removing the broken needle piece "with her finger nails", a "local 24 hour doctor service" was visited, where the affected site was viewed "with a magnifier". The doctor reported seeing no "other pieces of the needle in site nor did they see infection", but an antibiotic ointment was given to administer to the affected area.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 7044701. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples / photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.